Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with stage one diffuse lamellar keratitis (dlk) inferior and superior in the left eye, one day following lasik treatment. The patient's topical steroid dosage was increased. The patient reported good comfort and vision. In a follow-up with a technician, she indicated the patient was last seen on (B)(6) 2013 and the dlk was resolving but still present. The patient was rescheduled to return three days later but did not show up for the appointment. It was rescheduled but the patient did not show again. The patient has not been since the (B)(6) 2013 exam.